Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a52 and ¿ alarm due to a35 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms and button error alarm. The customer¿s blood glucose level was 108 mg/dl. Customer was assisted with troubleshooting. Customer was able to clear the pump errors, however unable to complete rewind the insulin pump. The insulin pump will be returned for analysis.